Event description:
It was reported that the IV catheter break and migrate (protectiv plus, 3060). They were unable to retrieve it. They will scan him in 2 weeks to see if they can find it. Looks like it snapped right near the connection to the hub but there is a strange little curl of plastic.